Manufacturer narrative:
Lot, expiration date, and UDI: (B)(4). Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: november 04, 2016. Expiry date: september 30, 2018. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional product code: ndn. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a kyphoplasty procedure at t11, t12, and l1 on (B)(6) 2017, three (3) synflate balloons broke. The balloons inflated successfully and then broke. A competitor¿s balloon was used on one or two of the levels to complete the procedure. Surgery was completed successfully with a delay of approximately ten (10) minutes to obtain additional balloons. Surgeon was satisfied with the patient outcome. This report is for one (1) synflate balloon. This is report 3 of 3 for (B)(4).